Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped vibrating. The customer's blood glucose leve was 149 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump did not pass the vibrate test. Advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump unable to vibrate due to broken vibrator black wire. Unit was received with normal operating currents. Also unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and displacement test. Pump failed self test. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.